Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x8mm drug eluting stent to the calcified, mid right coronary artery(rca), but was unable to cross the lesion. Upon removal, a flared stent strut was noted. The lesion was then pre-dilated with a maverick balloon, unk size, and another taxus stent was successfully implanted. No pt complications were reported. Pt status post procedure is noted as fine.